Manufacturer narrative:
A video of the event was provided for review. As the video begins and the patients eye can been seen in view under the mires for the initial docking. The patient is docked and the meniscus is pushed into the periphery. Applanation was applied but the levels indicator toggled (in the yellow at the top). Bubbles could be seen moving in the periphery before the laser was applied. The side cut incision was indicated by the mires (in a yellow semi-circle and counter clock-wise) from the 7-5 o¿clock hours. However, when the laser was applied for the incision, the side cut could be seen moving slowly with bubbles appearing in the 7-11 o¿clock positions and then again in the 5-2 o¿clock positions before the surgeon released the eye from the suction and the video ended. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (B)(6) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon (B)(6). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a lasik procedure, suction broke. Side cut only flap was required to complete the procedure. There was no harm to the patient. Additional information has been requested.